Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clip jammed inside the jaws of the device. Opened a new device to proceed. Case completed successfully. No delay, no adverse event to patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned with the jaws partially opened and with a jammed j-shaped clip in the jaws; the clip was removed in order to perform functional testing. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended. A possible cause for the event j-shaped clip is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may form j-shaped clips. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.